Manufacturer narrative:
Date of report : 18jul2019, date rec¿d by MFR :13jun2019. It has been stated that the unit has been repaired locally and the touchscreen assembly was replaced in order to address the reported issue. Touchscreen assembly was received for visual inspection. There were no signs of damage or contamination during visual inspection. After testing, it was determined that the ul_lr and ur_ll resistance were out of specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. International UDI # (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator had a touchscreen issue. There was no patient connected to the device at the time of the event occur event date not specified; estimate used.